Manufacturer narrative:
Although requested, product has not been received,and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The set broke apart during a normal saline infusion set at a tko (to keep open) rate. No patient harm occurred. The tubing was hooked up to normal saline bag, the end was not connected to anything.

Event description:
The set broke apart during a normal saline infusion set at a tko (to keep open) rate. No patient harm occurred. The tubing was hooked up to normal saline bag, the end was not connected to anything.

Manufacturer narrative:
Continued from d.11-500 ml baxter bag lot v19a24d exp jul20 0.9% sodium chloride injection;100 ml baxter bag lotp389387 exp feb 20 0.9% sodium chloride injection ;250 ml baxter bag lot y29883 exp sep20 0.9% sodium chloride injection ;100 ml baxter bag lotp370817 exp may 2019 sodium chloride injection ;50 ml baxter bag lot p389023 exp jan 20 0.9% sodium chloride injection. The customer¿s report that the luer lock broke apart (separated) from the tubing and leaked was confirmed. Visual inspection confirmed that the primary set was separated at the engagement between the tubing and male luer. Insufficient solvent was observed at the separation site. The tubing¿s outer diameter was measured and found to be within measurement specification. Closer inspection of the separation under a lab microscope observed that the tubing had no evidence of solvent applied to male luer's engagement during manufacturing process. No functional testing could be performed due to the separation and obvious leak that would occur at the separation. The root cause was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing.